Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to an impella interventional procedure. Reportedly, a cuff miss occurred [suture retrieval issue] with all three devices. The sheath was upsized to a 14f and the impella procedure was completed. Hemostasis was achieved via manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.